Event description:
For bilirubin, bicarbonate and albumin, false results have been generated for controls and pt samples. After recalibration, the phenomenon disappeared. No sample results have been reported. The investigational unit determined the root cause is a timing conflict when writing reagent and calibration parameter info to the hard disk. Customer will be informed by field safety notice.